Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside noted.

Event description:
The customer reported via phone call that she jumped into the pool with the insulin pump and a constant tone started occurring. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.